Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was to be used during a procedure on a male patient (event date and patient age and weight are unknown). According to the complainant, during preparation, after unpacking the device and while attempting to pass the device through the scope, the product was found to be broken. It was reported that the device had not entered the patient and that the defect was noted outside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. Several attempts to clarify the event have been made, however no information has been received; the exact location of the defect and nature of how the device was broken remains unknown. Due to ambiguity, this event has been deemed a MDR reportable event.

Manufacturer narrative:
Event date- (B)(6), 2011. Event description- additional information was received on (B)(6), 2011 reporting the procedure was an esophageal dilatation to treat a stenosis and was performed on july 26, 2011. It was confirmed that no visible issues were noted to the device upon unpacking and no visible issues were noted to the catheter of the device. However, the device was inflated with contrast media and a cut in the balloon was confirmed; therefore, this event remains an MDR reportable event. It was also confirmed that the device was not inserted into the patient. The patient was reported to be stable at the conclusion of the procedure. A 3.2mm olympus scope was used. Investigation results the suspect device has not been received for analysis. Therefore, a device evaluation has not been performed and the reported malfunction of balloon material torn cannot be confirmed. However, it is possible the reported damage occurred while handling the device during preparation; therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was to be used during a procedure on a male patient (event date and patient age and weight are unknown). According to the complainant, during preparation, after unpacking the device and while attempting to pass the device through the scope, the product was found to be broken. It was reported that the device had not entered the patient and that the defect was noted outside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. Several attempts to clarify the event have been made, however no information has been received; the exact location of the defect and nature of how the device was broken remains unknown. Due to ambiguity, this event has been deemed an MDR reportable event.